Event description:
It was reported that during a laparoscopic proctectomy procedure, the firing trigger broke during firing. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged clamping mechanism. Evaluation summary: the anaysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.